Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-03554. It was reported that the patient t11 and t12 leads have high impedances. As such, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicates that the t11 lead is fractured and the t12 lead has migrated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took place wherein the leads were explanted and replaced with new leads addressing the issue. Reportedly, therapy was confirmed post op.